Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, crease flat, wear abrasion. A microscopic analysis was performed which identify sharp edge broken assessed a unidentified tear broken. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior due to an unidentified (tear) opening.

Event description:
Patient reported having experienced ¿a lump or thickening in or near the breast or underarm area." Patient also reported left side "enlarged lymph node removed", and ¿unusual pain, tingling, swelling, numbness, or burning of the breast¿. Healthcare professional later reported left side rupture. Device has been explanted.

Event description:
Patient reported having experienced ¿a lump or thickening in or near the breast or underarm area.¿. Patient also reported left side "enlarged lymph node removed", and ¿unusual pain, tingling, swelling, numbness, or burning of the breast¿. Healthcare professional later reported left side rupture. Device has been explanted. Healthcare professional also reported capsular contracture, baker grade unknown.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
Information contained in this report was previously submitted on psr on 17/jul/2013 and 23/jul/2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphadenopathy and lump/nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy, lump/nodule.

Event description:
Patient reported having experienced ¿a lump or thickening in or near the breast or underarm area.¿ patient also reported left side "enlarged lymph node removed", and ¿unusual pain, tingling, swelling, numbness, or burning of the breast¿. Healthcare professional later reported left side rupture. Device has been explanted.